Event description:
It was reported that pump displayed a malfunction alarm after it got wet when patient went swimming and forgot to remove it before diving into water. There was no adverse impact to the customer's blood glucose level. Patient switched to multiple daily injections for insulin delivery.

Manufacturer narrative:
The tandem user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.